Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports there adc device adapter/charging cable "went into flames" when it was plugged into the wall. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the reader and no damage was observed. Visual inspection was performed on the returned usb cable and no issues were observed. Visual inspection was performed on the returned adapter and evidence of discoloration was observed on the adapter. Extended investigation was also performed on the returned reader. The reader successfully charged with a known good charging cable and adapter, and the self test was successful. No visible signs of damage was observed on usb cable returned. Massive corrosion from water damage (dirty and rusty) was observed on the returned adapter, however, no sign of fire or heat damage was observed. Therefore, the customers complaint that the charger/adapter "went into flames" when it was plugged into the wall is not confirmed as no evidence of burning or fire was observed on the returned reader, adapter, or charger. Furthermore, the extensive rust observed in the adapter indicates that the adapter was subjected to liquid, indicating use error. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The DHR's verified that the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device adapter/charging cable "went into flames" when it was plugged into the wall. There was no report of death, serious injury, or mistreatment associated with this event.